Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se performed the power cycling test required to ensure the performance of the system. The se was unable to replicate the reported abrupt shutdown. The system passed testing.

Event description:
Device user (du) reported that the device shut down while it was being moved from the monitoring space to the recipient operating room (or). The du stated that when they went to move the device they turned the greens main switch off, unplugged the device from the wall, moved the device, plugged it back into the wall, and then turned the greens power switch on again. The device shut off when they turned the greens main power switch back on after the move. Perfusion continued.

Manufacturer narrative:
After further investigation, the root cause of the issue was determined to be related to unstable voltage. This is believed to be due to users unplugging the device from mains power without first turning the rocker switch off.

Event description:
Device user (du) reported that the device shut down while it was being moved from the monitoring space to the recipient operating room (or). The du stated that when they went to move the device they turned the greens main switch off, unplugged the device from the wall, moved the device, plugged it back into the wall, and then turned the greens power switch on again. The device shut off when they turned the greens main power switch back on after the move. Perfusion continued.